Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called regarding the transmitter not blinking when connecting to the sensor and she reported that her blood glucose was 49 mg/dl. Customer stated that this was normal for her as her blood glucose would go low in the early morning and she did not wish to troubleshoot the issue. Upon removal of the customer's sensor, it was found that it was bent and customer was able to get a new sensor to blink. The device will not be returning for analysis.